Manufacturer narrative:
Investigation summary: a direct correlation between the device and the reported event could not be conclusively determined through this evaluation. The patient¿s submitted log files contained low flow hazard alarms following this event the flow appeared to return to baseline. On (B)(6) 2018 the patient experienced a minor speed drop to 7970 rpm. Around the time of this event the patient experienced power elevations up ranging from 8.1 to 20 w. The patient experienced additional low speed operation of 8900 rpm on (B)(6) 2018 and then again on 07nov2018 when the patient experienced low speed operation of 5370 rpm. These events were associated with power elevations ranging between 8.1 and 17.9 w. The pump remained above the low speed limit for the remaining duration of the log file. The heartmate ii lvas IFU addresses pump speed, power, flow, and pulsatility index. This document also provides an image of the proper hmii implantation configuration and discusses implanting and orienting the sealed inflow conduit. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Age of device: 19 days. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. On (B)(6) 2018, it was reported that the system controller alarmed for low speed advisories. Device interrogation showed high power and flows. The patient was asymptomatic. On (B)(6) 2018, the customer reported that powers and flows spike transiently with various positional changes suggesting dynamic inflow angulation. An echocardiogram performed on (B)(6) 2018 showed the inflow canula overtly malpositioned towards the interventricular septum. However doppler interrogation revealed laminar flow and normal velocities. The outflow graft was partially visualized with laminar flow and velocities which were at the upper end of normal at 2m/s. The interventricular septum was midline, but interatrial septum bows rightward. The aortic valve appeared closed in long axis views, but in short axis view appeared to open 1:1. The patient was treated with intravenous heparin with ptt goal of 60-80 seconds. The patient is also taking 325 mg of aspirin daily. The manufacturer's technical service representative reviewed log files submitted for review on 31oct2018 and 08nov2018. The log file reviewed on 31oct2018 showed power elevations prior to and after the speed drop. The log file submitted on 08nov2018 showed intermittent power elevations, some of which may have been associated with pi events. Another speed drop below the low speed limit was observed on 07nov2018. The customer was advised that the lvas be connected to a power module using a ungrounded patient cable to see if any additional speed drops occur. No additional information has been provided.